Event description:
Device 1 of 2. Please see manufacturer's report number 1627487-2010-01279 for device 2. It was reported that the patient had not used the ipg for over a year due to lead migration. The ipg battery has since been depleted. The patient's ipg was explanted and replaced on (B)(6) 2010.

Manufacturer narrative:
Eval - method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.